Event description:
The instrument did not perform they way it should have. It wouldn't articulate when used during the surgical procedure.what was the original intended procedure?surgical staple application.device #1is this a laboratory device or laboratory test?no.